Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have had gum recession prior to beginning of the byte aligner treatment. Their dentist has recently referred them to a periodontist. They have stopped immediately using their aligners. The patient was seen by the periodontist and was informed they have severe gum recession and require surgery. Patient's dentist and periodontist said that their gum recession was likely worsened by using the byte aligners. Requested letter of recommendation from patient. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.